Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report air bubbles in the reservoir. The customer's blood glucose level was 180 mg/dl. The customer declined to troubleshoot because they did not want to change their set. The customer was advised to monitor the insulin pump and call back if problems persisted. The product was not returned for analysis.